Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose levels to exceed 500 mg/dl. The customer took corrective actions by administering a correction injection via multiple daily injections (mdi) and successfully loaded a new cartridge, allowing them to resume insulin therapy. The issue was resolved without third-party assistance.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective actions by administering a correction injection via multiple daily injections (mdi) and successfully loaded a new cartridge, allowing them to resume insulin therapy.